Event description:
Silicone pip implant fractured. Implant was removed and replaced.

Manufacturer narrative:
Surgeon stated the implant may have been damaged by forceps during the implant. Visual examination shows signs of damage in the area of the implant failure.